Manufacturer narrative:
Philips service reinstalled the cover and tightened screws. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the mavig shield arm cover fell off due to external mechanical impact on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.